Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was experiencing continuous and sometimes shock in his perineum. Caller wanted help to decrease stim but did not want to turn stim off. During troubleshooting, it was confirmed that they therapy was on and patient was on program 3 at 2.9. Stimulation amplitude was decreased and patient stated that this eliminate the uncomfortable stimulation. No further complications were noted or anticipated